Event description:
The investigation has determined that lower and higher than expected sodium (na+) results were obtained from non-vitros mas quality control fluids using vitros chemistry products na+ slides lot 4241-1058-0264 and lot 4240-1057-0092 on two different vitros 5600 integrated systems. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros na+ results were obtained from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number eleven of eleven MDR¿s for this event. Eleven 3500a forms are being submitted for this event as eleven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation has determined that lower and higher than expected sodium (na+) results were obtained from non-vitros mas quality control fluids using vitros chemistry products na+ slides lot 4241-1058-0264 and lot 4240-1057-0092 on two different vitros 5600 integrated systems. The most likely assignable cause of the event is a reagent related issue. After two ortho fes performed multiple service actions on both vitros 5600 integrated systems including maintenance, adjustments and parts replacement; multiple post service vitros na+ diagnostic precision tests failed using vitros na+ lot 4241-1058-0264. After switching to an alternate lot of vitros na+ reagent, diagnostic precision tests using the alternate lot were within expectations. In addition, qc results returned to expectations using the alternate lot of vitros na+ reagent on both vitros 5600 systems. Unexpected results had been obtained using vitros na+ reagent lot 4240-1057-0092 prior to service, however, the customer did not have any inventory of this reagent lot left and therefore, no troubleshooting using this lot was possible. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros na+ lot 4241-1058-0264 or lot 4240-1057-0092. (B)(4).